Event description:
The facility reported a pump with failure code 804:54. It is unknown when this failure occurred. There was no pt injury or medical intervention necessary according the the hosp rep. No add'l contact info is available.